Event description:
Hcp reported uneventful pump refill in 01/2004. The pt was admitted to the hospital with overdose symptoms three days later. The overdose symptoms included an altered mental status and the pt "feeling strange." The pt was admitted to the intensive care unit and put on a narcan drip. The pump was aspirated. The estimated reservoir volume was 17.5 cc and actual reservoir volume was 15.0 cc. The pump was refilled with saline. The medication in the pump was analyzed for accuracy and found to be correct. While hospitalized the hcp had the pharmacy compound the drug and the hcp refilled the pump three days later. Later that evening the pt seemed drowsy. By the middle of the night the pt was comatose and the pt's respiratory rate was 7. The pt was given a narcan drip and admitted to the intensive care unit. The next day pump contents were aspirated again. The estimated reservoir volume was 17.5 cc and the actual reservoir volume was 15.4 cc. Saline was instilled in the pump. The pump was explanted and replaced about two weeks later. The pump is being returned to the manufacturer for analysis.